Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Lead break is suspected which could result in a loss of vns therapy.